Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2011 18:25:35. During day drain cycle 1, the patient's ultrafiltration reading was 2244ml, indicating the home patient (hp) drained 2244ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.